Event description:
It was reported that during the procedure it was difficult to obtain an optimal position in the right ventricle with this right ventricular (rv) lead. Multiple positions were attempted but normal thresholds and sensing were not achieved. In addition, during this attempt the helix did not extend and eventually a position was found that provided acceptable thresholds and r-waves, even prior to the helix being extended. When the physician proceeded to fixate the lead the lead parameters deteriorated, and the lead helix was damaged and the helix mechanism did not extend/retract thus a new lead was used. After inserting the new lead normal electrical parameters were seen thus this new lead was used. No adverse patient effects were reported. Should the lead be returned analysis will be performed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was extended and dried blood/tissue was noted in the helix housing. A laboratory technician tested the helix mechanism and found it was nonfunctional, confirming the clinical observation. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis noted the high capture thresholds and device sensing issue allegations were not confirmed as a result.

Event description:
It was reported that during the procedure it was difficult to obtain an optimal position in the right ventricle with this right ventricular (rv) lead. Multiple positions were attempted but normal thresholds and sensing were not achieved. In addition, during this attempt the helix did not extend and eventually a position was found that provided acceptable thresholds and r-waves, even prior to the helix being extended. When the physician proceeded to fixate the lead the lead parameters deteriorated, and the lead helix was damaged and the helix mechanism did not extend/retract thus a new lead was used. After inserting the new lead normal electrical parameters were seen thus this new lead was used. No adverse patient effects were reported. Should the lead be returned analysis will be performed.